Manufacturer narrative:
The site reported that the distal member of a 6 x 40mm precise pro rx us carotid system detached during an unsuccessful attempt to deploy the stent. The device was successfully removed intact and the procedure completed with the deployment of two other stents with no reported patient injury. The event involved a patient undergoing an endovascular treatment in an unknown vessel. The stent delivery system (sds) was advanced to the target lesion and when the physician attempted to deploy the stent, he/she was unable to unsheath the stent because the outer member had detached. The intact device was successfully removed without complication. The procedure was successfully completed with the deployment of two other stents with no reported patient injury. Attempts to obtain further information have been unsuccessful. One non-sterile precise pro rx us carotid syst 6x40mm was received coiled inside a plastic bag. The device was received with the stent deployed and the hemostasis valve closed. The body was separated 22cm from the brite tip. No other discrepancies were found. The stroke length was measured and it was found acceptable per specification. Sem analysis revealed that the body external surface had evidence of elongation and twisting at the areas surrounding the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported "sds- deployment difficulty-unable" event could not be confirmed because of the condition of the returned device. The exact cause of event could not be conclusively determined. The reported "sds - separated-in patient (peripheral)" event was confirmed based on the visual analysis. The exact cause of the event could not be conclusively determined; though the sem results suggest that it may have been related to pulling and/or stretching of the catheter to the point of separation. According to the product instructions for use (IFU), users are instructed to unlock the tuohy-borst proximal valve end connecting the inner shaft and outer sheath of the sds. If resistance is met during sds introduction, the system should be withdrawn and another system should be used. Users are to ensure that the sheath introducer or guiding catheter does not move during deployment. The IFU further instructs users to initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However given the results of the sem analysis, procedural and/or handling factors may have contributed to it. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During attempted unsheathing of a 6x40 precise pro carotid stent, "the distal catheter detached at the point where it covers the stent. Despite successfully unsheathing by the user with the catheter, the stent remained covered by the detached catheter and did not deploy. Fortunately, the delivery wire was intact and the physician was able to remove the entire device and catheter without complications. Two additional stents were successfully deployed during the procedure. The device will be returned for analysis. Additional details were requested but were not provided.

Manufacturer narrative:
The device was received. Preliminary evaluation indicates "stent detached and included." The completed engineering report will be submitted within 30 days upon receipt.